Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was discovered prior to surgery that the device continuously runs without pressing the trigger. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The evaluation states the reporter's complaint that the unit runs without pressing trigger could not be confirmed. The device was tested and the complaint wasn't duplicated. Placeholder.